Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a loss of therapy. The patient reported they were supposed to stimulation in the left leg and upper back, but she has not been getting stimulation or relief for a couple days. The patient programmer showed stimulation was on. The patient reported she was charged. The patient was redirected to their healthcare provider (hcp) to check implant settings. Physician listings were sent. No further complications were reported/anticipated.